Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and vertigo. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing headaches and vertigo. There was no report of patient harm or injury. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. Section h6 has been updated in this report.